Manufacturer narrative:
(B)(4). Batch # t94g01. Date of event is unknown. Investigation summary the analysis results found that the el5ml device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged. It was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was received: did the damaged to the product contain any hole, tear, or puncture in the tyvek or blister that compromised sterility? No further information is available.

Event description:
It was reported that during a laparoscopic cholecystectomy, the package had been damaged before use. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.